Manufacturer narrative:
This is an initial report, a follow-up report will be submitted upon investigation completion.

Event description:
On saturday, (B)(6) 2025, customer reported erroneous aptt results for multiple patients. The issue was identified when patient results showed unusually low values (in the low 20 seconds range). Two system errors were observed: "probe reagent insufficient volume in clean cup (2076)" and "clean aspiration error (1449)." Customer replaced reagent which resolved the issue. Repeated testing of patient samples yielded results within the normal range. Patient impact unknown.

Manufacturer narrative:
Instrument backup review was performed for acl top 550 cts sn (B)(6) sw 6.4.2. Review showed a locked test for aptt-ss as well as the werfen locked material definitions for aptt-ss lot n1147341 and aptt-ss cacl2 lot n1147346. Review of the qc statistics shows hemosil normal control assayed lot n0542224 and hemosil high abnormal control assayed lot n0159572 were tested for aptt-ss 8 times on (B)(6) 2025. Both levels of qc recovered within the package insert acceptance ranges at 01:37, 09:46, 12:56, were outside of range at 17:37 and 18:25, a fresh aptt reagent was used and qc was within range at 19:08, 19:17, 21:31. Nine samples analyzed between 14:54-18:53 recovered low on initial run but were corrected on repeat, after fresh aptt reagent was loaded and qc recovered within range. Patient samples were corrected. A review of the certificate of analysis for hemosil synthasil lot n1147341 was performed. The reagent met all specifications for product release; no abnormalities were found. A review of the service history shows a call on (B)(6) 2025 for clean aspirations errors. The field service engineer replaced the clean pump, cleaned the arm/shuttle rails, inspected the cts probe, and verified the system was operational. Possible reagent contamination due to rack handling. Pt-recombiplastin and aptt reagents were adjacent during enhanced clean cycle. Rack insertion likely caused sloshing, increasing contamination risk. Additionally, a review of the trace history revealed an extraordinarily excessive number of rack rejections. The majority of these errors list the cause as "unexpected position label" which can be indicative of aggressive or forceful rack insertion preventing the barcode reader from scanning the barcodes properly. Although the root cause was not determined, the erroneously low aptt-ss results were most likely caused by reagent contamination due to forceful rack insertion causing the pt-rp reagent to splash into the aptt-ss reagent. It is recommended to confirm proper rack insertion speed and alignment with all users of the system. There was no patient impact. Based on this assessment, no remedial action is required. This incident will be monitored through trending analysis.